Manufacturer narrative:
Additional information: d9, g3, h3, h6 complaint allegation is confirmed. One unpackaged ar-12990 knee scorpion batch number: 15104165 was received for investigation. Visual evaluation of the returned device noted the jaw was closed despite the device not being actuated. Functional testing was performed by attemtping to actuate the jaw and it was found that the jaw was not opening and closing as intended. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force being used during firing of the needle and/or unsecure grasp of tissue.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a root repair surgery the tip of the scorpion has no function anymore, did break off. The broken off piece has been retrieved from the patient. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.